Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being unstable (low) was confirmed. In addition, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure). Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Manufacturer narrative:
The reporter responded to ventec's multiple requests for additional information about the patient and event. As a result, sections a1, a2, a3, a6 and b7 have been updated, accordingly. In addition, the reporter advised that the date of the reported incident was actually (B)(6) 2023 and not (B)(6) 2023, as originally reported in the initial medwatch. As a result, section d3, date of event, has been updated to (B)(6) 2023. The reporter further confirmed that there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were unstable. When the distributor tested the device, they observed that its vte levels were lower than expected. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has reached out to the distributor for additional details about the patient but no information has been received.